Manufacturer narrative:
Reporter is synthes employee. A product investigation was conducted. Visual inspection: the 4.2mm three-fluted drill bit qc/needle point/145mm (p/n: 03.010.104, lot number: u329525) was received at us cq. Upon visual inspection, the tip of the device is bent and deformed but does not appear broken. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current and manufactured documents was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as there is no evidence of breakage. However, the tip of the device is bent and deformed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part #: 03.010.104. Synthes lot number: u329525. Supplier lot number: u329525. Manufacturing site: synthes monument. Release to warehouse date: 15-mar-2019. Supplier: orchid unique. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the three-fluted drill bit was damaged and had a broken tip. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).